Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The health care provider requested the local field representative be paged to check the patient's device.

Manufacturer narrative:
No additional information was available. Available information indicates that the device remains in service.